Event description:
Reporter indicated a vns patient experienced "post operative laryngospasm with respiratory arrest treated with oxygen and naloxone and diphenhydramine. Brief respiratory arrest from laryngospasm during her transfer to the recovery room treated with naloxone and oxygen. Diphenhydramine was also given as she had a (preexisting) thoracic rash." The medical professional stated the event was definitively related to vns therapy implantation. Good faith attempts to obtain additional information have been unsuccessful to date.